Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the right femoral artery using a starclose se device after an unspecified procedure. Reportedly, after clip deployment hemostasis was not achieved. The device was removed and hemostasis was achieved using a neptune patch and manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.